Event description:
In 9/2002, pt sustained mildly displaced medial malleolus and posterior malleolus fracture of left ankle as a result of motorcycle falling on ankle. There is also a nondisplaced fracture of the distal tibia extending 1/3 of the way up. In 2002, pt underwent surgery - orif left tibial plate and left ankle with bone grafting and orif medial malleolus fracture. The pt did not have surgery initially due to swelling. Because of recurrent episodes of increased pain, redness and swelling around the incision with mild drainage that has improved on antibiotics previously, a bone scan was performed which showed substantial uptake over the distal tibias. Ntibiotics were stopped for 4 days, the pt was taken to surgery in 2003 for irrigation and debridement of the left ankle with removal of hardware and deep cultures. There was purulence at the deep layer around the plate. A sinus tract was explored in the bone posterior to the plate that tracked to a level of previous bone graft-not present at time of fracture.